Manufacturer narrative:
On (B)(6) 2019, abaxis received a call from a customer concerning their just serviced (repaired) piccolo xpress analyzer (serial number: (B)(4)) reporting incorrect reference range values on patient samples ran on (B)(6) 2019. The repaired analyzer had the newest version of software (B)(4). During a preliminary investigation of the issue, abaxis confirmed a total receipt of 5 customer complaints (date of calls range from december 3rd - 5th 2019); from four customer sites regarding the same/similar issue. Further investigation into the complaint reports, abaxis confirmed a software failure in the newly released piccolo xpress software version (B)(4) which may cause the product to display incorrect reference ranges for certain analytes when gender selection is not set on the device. The issue is limited to the newly released software version (B)(4) which has only been installed on loaners and repaired units and not on any new builds. Abaxis has stopped loading new software on loaners/repaired units since receiving calls regarding the issue. On december 11th 2019, abaxis initiated a filed action to notify all customers who have received impacted loaner/repaired analyzers with the newest software version (B)(4)(FDA correction/removal number: 2939693-12/16/2019-001-r). No impact to patients has been reported by customers from the issue. Additional investigation regarding the issue is underway. Since 5 individual calls for 5 instrument serial numbers have been received for this issue, 5 individual MDR submissions for each instrument serial number will be submitted (MDR 2939693-2020-00001, MDR 2939693-2020-00002, MDR 2939693-2020-00003, MDR 2939693-2020-00004).

Event description:
Incorrect reference ranges for some analytes.

Manufacturer narrative:
CAPA (B)(4) was initiated to further investigate into the root cause of the software issue and found the following root cause(s): lack of or inadequate procedures. The following 4 action items were identified as part of the CAPA plan and implementation is in progress. 1. The design, code, and test protocol will be reviewed for impact of the code changes as well as the test protocol will be updated o reflect all implemented changes. The changes will be reviewed comprehensively adding one more reviewer and following documented guidelines that include reviewing for impact on other parts of the code, and ensure code review includes all portions of code that were reviewed. A test protocol will be added to verify reported range values. An update test protocol will be confirmed if needed to validate that the artifact key will be replaced by a newly generated key as per design. The code will be updated to use unencrypted values of the variable for gender check. This action item is to be implemented by (B)(6) 2020 2. Design documents will be developed for each release which include logical architecture at a terminology level. A procedure will be developed requiring manufacturing to completed a pq prior to installing the change to the inline testing units as well as final relase testing units. A final manufaturing performance qualification will be implemented. This action item will be implemented by (B)(6) 2020 3. Retrospective design control will be performed for the piccolo software. A detailed design transfer and validation process to manufacturing will be part of the implementation phase. This action item is to be implemented on (B)(6) 2020. 4. In house testing for finished product software will be developed end to end for piccolo final release. All steps regarding this action item will be implemented by(B)(6) 2020. The original device remains at abaxis and a replacement device was sent to the customer site where it remains. No further actions were required and the call was closed. If any additional information becomes available it will be submitted in a follow up report.